Manufacturer narrative:
Physio-control advised the customer that their device is no longer supported by physio-control; therefore, parts and service is not available. The customer agreed to release the device to physio for further analysis of the reported issue and then disposal. Physio-control further examined the device and verified the reported issue. The cause of the reported issue was determined to be due to an inoperative integrated circuit chip, designator u17 from the main pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display of their device showed black squares. During device evaluation, physio observed that the device could not be powered on. The device's readiness display showed a service wrench and a battery icon. There was no patient use associated with the reported event.